Event description:
It was reported that there was no display at the table or control panel of the 2800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified loose fuse f2 in it's socket on ps-4. Repaired the fuse socket and tightened all sockets. The system was tested and found to be working as intended and placed back into service.